Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains ongoing on lvad support with no further reported issues. A system controller log file was not provided for evaluation. It was reported that the patient fell asleep while the system was on battery power, the system controller alarms were muffled under a pillow/blanket, and the batteries ran to depletion. The instructions for use (IFU) cautions: a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient fell asleep in the hospital while the system was supported by battery power. The nurse came in to check on the patient and noticed that the pump had been stopped for at least one hour due to the batteries depleting. The pocket system controller was reported to have been underneath a pillow and/or blanket and the alarms were not heard. The patient was switched from batteries to the power module with no issues. The patient was reported to be asymptomatic with no reported adverse effects. No additional information was provided.